Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. During the field evaluation, the reported error was reproduced. The fse determined that the core lost communication with the patient side cart. The battery was not charging, and all indicator leds were off. The fse replaced the auxiliary power board, battery box, and the general power distributor to resolve the issue. The system was tested and verified as ready for use. Isi received the auxiliary power board and the general power distributor involved with this complaint to perform failure analysis (fa). The general power distribution (gpd) board was installed on the test system and powered on for about 5 minutes before the test system lost power. The gpd board did not flash any led light. In addition, some areas of the board have oxidized/contamination. The complaint was confirmed based on failure analysis. The auxiliary power board (apb) was also installed on a psc test system. Fa did not replicate the reported error. There were no issues after ten power cycles.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the system could not power on, and the customer had checked the cart battery (cb) component, which was at the "1" status. The customer stated that the power was normal. The intuitive surgical, inc (isi) technical support engineer (tse) asked the customer if there were any errors reported by the system. The customer stated that the system reported error 25326, and the system could not power on after 30 mins later. The tse guided the customer to check the battery status led. The customer replied that the led was blank. The tse guided the customer to perform a hard power cycle. However, the issue remained. The procedure had been converted to laparoscopic surgery. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the ports were not placed prior to the issue being identified. The system functionality was checked upon powering on the system and no errors were displayed. Intuitive surgical, inc. (Isi) technical support engineer was contacted for troubleshooting, and full troubleshooting was completed. The tse guided the customer to check the power cable and hard power cycle system, but the issue could not be resolved. The patient side cart (psc) still could not power on. The customer checked the power cable, breaker, and emergency power off (epo) of the patient side cart (psc), but the issue was not resolved. The procedure was converted to a traditional laparoscopic surgery. The port incisions were not increased. The patient was able to tolerate the change. There was no injury to the patient.